Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 90% stenosed, de novo lesion located in the moderately calcified, moderately tortuous lcx (left circumflex) artery with a 3.0x15mm apex balloon catheter, vascular access was radial. The lesion was dilated with this balloon catheter once and then withdrawn from the pt to perform ivus. After ivus was performed, the physician was preparing to insert the same apex balloon catheter into the pt for further dilation, however, it was noticed that the balloon was ruptured. The device was intact. Pre-dilation and the procedure was completed successfully with another MFR's balloon. There were no reported pt complications. The pt status is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.